Event description:
Death occurred one -1- day after uterine artery embolization, shortly after discharge from hospital. Hospital states cause of death as obesity. However, if obesity is a risk factor for uae the hospital should not have admitted her for this procedure and the interventional radiologist should not have performed it, and the hospital should not have allowed this procedure to be performed if it was contra-indicated.